Event description:
It was reported there was a volume discrepancy at 2 refill sessions. The patient was in an auto accident "several" months ago, and following the accident there was a volume discrepancy at the refill session. The expected residual volume (erv) was 1.5cc of medication, and the actual residual volume (arv) was 40cc. The discrepancy was assumed to be a programming error and the pump was refilled. The patient came in for another refill, and 40cc was again removed from the pump. The patient was not symptomatic at the time. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).